Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2019. The original surgery date is unknown. The reason for revision is reported infection. During the revision, the tibial insert and retaining bolt were revised to new components.